Event description:
Reporter alleged discrepant blood glucose results of 362 mg/dl on one particular set of test strips compared to another strip of the same lot number from a different container which measured 140 mg/dl on the advantage system. Customer stated the comparison was performed 2 minutes apart, however, did not indicate the location of the testing. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect and replacement product was sent. Advantage system: comfort curve test strip lot number 549306 with an expiration date of 12-31-07.

Manufacturer narrative:
The suspect product is the comfort curve test strips.